Event description:
According to the reporter, during laparoscopic colon resection, during colectomy, while using the powered stapler, the stapler was used in the third. However, it could not be connected properly. After that, two another reloads were used, but there was no problem, and it could be connected and fired, so it was judged to be a problem with the cartridge. When this stapler was tested for inspection, there was no problem, and it could be connected, however, the firing stopped halfway through. Another reload was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident device found that the reload waspartially fired and the interlock was engaged.

Manufacturer narrative:
D10 concomitant products: sig power sigphandle handle, (serial # unknown) sig power sigpshell control shell, (serial # unknown) sig power sigadaptstnd linear adapter, (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.